Manufacturer narrative:
A2: age at time of event: 18 years or older

Event description:
It was reported that a visualization issue occurred resulting in a non-target embolism. Obsidio was selected for use to treat a gastrointestinal (gi) bleed in the superior mesenteric artery (sma). The vessel size was .06mm. During the procedure, a total of 0.15ml of obsidio was injected through the .021 truselect microcatheter, using the aliquot method. The physician was unable to see the obsidio exit the catheter, resulting in a series of small vessels being embolized instead of the targeted single small vessel. The patient experienced some minor pain a few days post procedure, with possible minor necrosis. This condition resolved relatively quickly, and the patient fully recovered after a hospital stay.

Event description:
It was reported that a visualization issue occurred resulting in a non-target embolism. Obsidio was selected for use to treat a gastrointestinal (gi) bleed in the superior mesenteric artery (sma). The vessel size was .06mm. During the procedure, a total of 0.15ml of obsidio was injected through the .021 truselect microcatheter, using the aliquot method. The physician was unable to see the obsidio exit the catheter, resulting in a series of small vessels being embolized instead of the targeted single small vessel. The patient experienced some minor pain a few days post procedure, with possible minor necrosis. This condition resolved relatively quickly, and the patient fully recovered after a hospital stay.

Manufacturer narrative:
A2: age at time of event: 18 years or older. D4: unique identifier (UDI) #: updated from (B)(4) to (B)(4). H6: evaluation method codes (2): added analysis of production records code.